Manufacturer narrative:
(B)(4)- supplemental MDR - stopper jammed/insecure one sample and one photo were provided to our quality team for investigation. Upon evaluation, it was observed that the sample has the stopper insecure on the plunger rod. The conditions observed are non-conforming per product specification. Potential root cause for the stopper insecure is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4241623. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
Material#: 309605, batch#: 4241623. It was reported that the bd luer-lok stopper was jammed / insecure. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. During compounding of lot #20250207-18595d 1 syringe was found to have a deformed plunger. The syringe is available for return. (B)(6) 2025. Pcc-25-024 sterile syringe tray 10ml 309605 / expiry 07/31/2029 . Product lot # 4241623 . Deformed plunger=1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.